Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The image showed that the mega needle driver instrument had a broken grip cable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega needle driver instrument was found to have a broken cable. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) contacted the site and obtained the following information: the instrument was inspected prior to use, and nothing was out of the ordinary. There was no report of injury to the patient due to this issue. The instrument did not collide with another instrument. The customer was unable to answer if there was an issue with opening or closing the grips, if issues were related to yaw motion of the grips, if the issue was related to the pitch motion of the wrist, if the protruding cable controlled the opening of the jaws or the pitch motion of the wrist. No fragment fell into the patient.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega needle driver instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.